Event description:
Material # unknown lot # unknown it was reported by customer that flow rate accuracy- while conversing with ICU staff .the question of why the rate was so low. Rcc received a complaint via email. Email(s) attached. Alaris pump-mms, initial reporter info: (B)(6) 2. Issue: flow rate accuracy- while conversing with ICU staff the question of why the rate was so low. Ref: unknown, sn: unknown, doe: unknown pt harm.

Manufacturer narrative:
MDR was made in error - not a complaint, but a customer inquiry.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim issue: flow rate accuracy- while conversing with ICU staff the question of why the rate was so low.